Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the initial aspiration when catheter and wire were inside the sheath, air was observed in the syringe. Pump at 20cc/h was used for irrigation. No leak was noticed. The procedure was completed successfully by using a different device (same model). The product is not expected to be as discarded in the facility.